Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event for which ems was called, treatment was provided on scene, and no transport occurred; the care team also observed missed meal announcements, overtreatment of lows, and delayed alarm response, and recommended a factory reset and additional training. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication or treatment provided by ems. Investigation included communication with the customer and analysis of information provided by the customer or third party. Investigation of this case revealed that no specific medical device problem or device component issue could be identified and that no findings were available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.